Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of delivering inappropriate shocks while the patient was on the way to the hospital for a device check on the day of the initial report, as well as the friday before. Device interrogation revealed that the crt-d had entered safety mode and recorded the following codes, 0xc 0xc 0xc, indicative of a memory error and three device resets. Technical services (ts) discussed that the patient's reported shocking sensation was either stimulation secondary to the higher pacing output or inappropriate tachy therapy caused by unipolar oversensing. This crt-d remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of delivering inappropriate shocks while the patient was on the way to the hospital for a device check on the day of the initial report, as well as the friday before. Device interrogation revealed that the crt-d had entered safety mode and recorded the following codes, 0xc 0xc 0xc, indicative of a memory error and three device resets. Technical services (ts) discussed that the patient's reported shocking sensation was either stimulation secondary to the higher pacing output or inappropriate tachy therapy caused by unipolar oversensing. This crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of delivering inappropriate shocks while the patient was on the way to the hospital for a device check on the day of the initial report, as well as the friday before. Device interrogation revealed that the crt-d had entered safety mode and recorded the following codes, 0xc 0xc 0xc, indicative of a memory error and three device resets. Technical services (ts) discussed that the patient's reported shocking sensation was either stimulation secondary to the higher pacing output or inappropriate tachy therapy caused by unipolar oversensing. This crt-d remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This crt-d was returned for analysis.